Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle following implant. The lead was explanted and replaced. It was noted that there was difficulty finding adequate placement with the new lead during the replacement procedure. Technical services (ts) discussed mapping techniques and implant techniques. Ts suggested trying septal placement which had not bee attempted yet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.